Event description:
It was reported to boston scientific corporation that an endovive two- port through the peg jejunal feeding tube was being used to administer medication for the advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube was kinked. The jejunal tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two- port through the peg jejunal feeding tube was being used to administer medication for the advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the jejunal tube was kinked. The jejunal tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 29, 2014: the patient's condition at the conclusion of the procedure was reported to be very good.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.